Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab supervisor.the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the procedure was left heart catheterization diagnostic with ifr and was successful. The tr band was placed on patient's left wrist. Air (20cc) was introduced as sheath was removed and the cvt noticed that the band was not holding air, it leaked immediately. Therefore, a second band with the same lot number was placed and hemostasis was achieved. It was unsure where the leak was leaking from. The patient was discharged same day with no complications. The blood loss was less than 250cc. No noticeable damage to the device. No manipulation to device prior to use. The device was stored in the original box in cath lab.